Event description:
A customer reported a tandem mobi cartridge alarm, which did not adversely impact their blood glucose level. The customer had experienced repeated occlusion issues but resolved the immediate alarm by loading a new cartridge. Technical support confirmed the alarm and advised the customer to call back if the issue persisted.